Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a lead and pocket revision due to superficial lead causing discomfort. The lead remains in use. No further patient complications have been reported as a result of this event.